Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose level was 119 mg/dl at the time of incident. The customer stated that they were able to successfully clear the alarm and also they were able to rewind the insulin pump. The customer stated that the insulin pump failed the self test. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected hardware low level failures , pump hardware low level failures noted during testing however, the downloaded history files confirmed software low level failures due to a software error and hardware low level failures is found in the downloaded history files due to broken pin 6 trace at u1 on the keypad assembly.